Manufacturer narrative:
Additional information: based on the received information from the field, the cause for the reported decrease in hearing performance is likely related to bone growth over the reference electrode. In addition, a pair of short circuited electrode channels due to undetermined reasons and a partial migration of the active electrode array out of cochlea, likely contributed to the reported problems. No concrete plans for further actions have been decided by the clinic yet.

Event description:
The user's hearing performance with the device is affected. The user was seen at the clinic after reporting further deterioration in sound quality. The clinic plans to discuss the case to decide on the next course of action.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user was seen at the clinic after reporting further deterioration in sound quality. The clinic plans to discuss the case to decide on the next course of action.